Event description:
It was reported by svc report that the bed extender cable was damaged causing the cpu to malfunction. The bed also lost its limits due to loose lift housing bolts. No pt involvement or adverse consequences are reported.